Event description:
While the physician was running the x-sizer device he heard a continuous beep which indicated a rotational warning. The physician was using the device on a proximal occlusion at 325 mid, lad at 25, distal lad 2.0. The vessel perforation is intramyocardial. The physician tried to stent the perforation, however, the vessel occluded in the proximal lad. The physician could not stent due to the occlusion, the pt is reported as doing fine.